Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump reservoirs do not work. The customer's blood glucose reading was 215 mg/dl at the time of incident. The customer indicated that they tried to prime the device but insulin did not exit the tubing. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that was most likely the result of an occlusion and changing the reservoir resolved the issue. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.